Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had pump error alarm during self test. The customer¿s blood glucose was 168 mg/dl at the time of incident. Customer stated that they were able to complete the rewind process and fill cannula was recorded in the insulin pump daily history customer also mentioned that the insulin pump had several pump error alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 (variable 3) was present in the pump trace download, problem isolated to keypad assembly.